Manufacturer narrative:
Product event summary: the full lead was returned in segments, analyzed, and the outer insulation of the lead developed a breach due to a depression while in vivo. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had a near syncopal episode. It was noted that the right ventricular (rv) lead thresholds were high and unstable. The lead was reprogrammed and explanted and replaced. It was also reported that a right ventricular (rv) pacing lead was previously capped during an upgrade and it was returned to the manufacturer after being explanted and replaced due to an associated lead. The lead subsequently tested out of specification during manufacturer¿s analysis. No further patient complications have been reported as a result of this event.